Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and had a blank display. The customer¿s blood glucose level was 255 mg/dl. The customer states he got a low battery warning and he changed the battery with a new one and he got a battery out limit, it worked for a few hours and when he woke up he saw the power out alarm. And cleared it. The customer stated a few hours later he looked and the screen was completely blank display. The customer declined troubleshoot for low battery, battery out limit, no power, blank display and high blood glucose. The insulin pump will not be returned for analysis.